Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a cadd-solis vip ambulatory infusion pump where it was reported that during testing the pump had a detached downstream occlusion seal. This issue may increase the risk of fluid ingress and could potentially result in an interruption of therapy if the issue were to recur. There was no patient involvement, and no patient harm reported.